Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service in (B)(4) on (B)(6) 2010 alleging that the onetouch ultra meter is giving a battery indicator message. The patient's diabetes is managed with self adjusting insulin. It is not known if the patient was able to still obtain her blood glucose reading after the battery indicator issue began on (B)(6) 2010. Reportedly, she decreased her insulin on (B)(6) 2010 as a result of the alleged issue. On (B)(6) 2010 at 10 pm, the patient took her fasting insulin. The patient claimed she developed hypoglycemic symptoms 5 or 6 hours later. On (B)(6) 2010 at around 3 or 4 am, the patient reportedly administered self treatment with orange juice. Later that morning at 9:20 am, the patient obtained a blood glucose reading of "336 mg/dl" on another device. According to the troubleshooting performed with customer service, the customer care advocate determined that the battery needed to be replaced on the subject meter. The patient did not have a replacement battery. This complaint is being reported because the patient reportedly had hypoglycemic symptoms and took treatment accordingly after the power issue began.